Event description:
It was reported that the patient presented in clinic for follow-up. The patient reported they experienced muscle stimulation in there legs. Interrogation revealed the patient's right ventricular exhibited high capture threshold and r-wave amplitude variation. Programming changes were made. The patient was stable.

Event description:
New information received notes that the right ventricular (rv) lead's capture threshold continued to increase. The device was programmed to deactivate pacing from the rv lead. The patient was stable.